Event description:
Nursing assistant was lifting pt using liko lift (sabina). Safety strap buckle supporting both legs became disconnected. Pt slumped to floor with nursing assistant support. Pt sustained fractures of both legs. It was determined by investigation that by merely touching buckle release, that buckle would disconnect.